Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Concomitant products were used: carto 3 system: ser# (B)(4). Stockert generator: ser# (B)(4). Cool flow pump: ser# (B)(4). Smart touch catheter: cat# d132702, lot# 17253645m. Quadrapolar catheter: cat# d6dr005ct, lot# 17270160m. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a male patient underwent a left sided idiopathic vt procedure with a soundstar eco 8f and developed pericardial effusion during mapping phase which required periocardiocentesis. After 250cc of fluid was removed, the patient was in stable condition. The range of act (anticoagulation time) of the patient is 250-300s. The patient had extended hospitalization and fully recovered. The physician believed he caused the perforation which lead to pericardial effusion with the 8fr ultrasound catheter.